Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's programmer is displaying a low battery message. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient observing the message, ¿MRI not advised. The generator battery is too low¿ on their patient controller was reported to abbott. The ipg was explanted and replaced. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.